Manufacturer narrative:
Section b5: (B)(6) 2018, pericardial hematoma related manufacturer report number: 2916596-2019-01928. Sections b5, h6: additional information. Section b3: corrected data. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
Additional information reported that the patient had a computer tomography (CT) scan (B)(6) 2018. The patient had mod partially loculated left pleural effusion with hyperdense component superiorly. This could be related to empyema. Cylindrical density over the right lung was likely atelectasis. Probable atelectasis in lower left lobe from mucous plugging emphysema. An abdominal CT had no acute findings. Thoracentesis performed on (B)(6) 2018, with 35 ml of bloody pleural fluid withdrawn. It was reported that the patient had been reintubated following mediastinal exploration with washout of pericardial hematoma for hypoxia/hypercapnia on (B)(6) 2018. The patient was extubated on (B)(6) 2018. The patient was then re-intubated on (B)(6) 2018, due to respiratory failure before expiring on (B)(6) 2018.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events, as well as a direct correlation to heartmate 3 lvas, serial number (B)(6), could not conclusively be established through this evaluation. Additionally, the reported low flow alarms could not be confirmed based on the retrieved log files. No device related issues were identified during the evaluation of (B)(6). The account communicated that the patient expired due to respiratory failure on (B)(6) 2018, after the patient¿s family made the patient dnr and care was withdrawn. The respiratory failure began on (B)(6) 2018. Additional information indicated that the patient was reportedly experiencing low flow alarms on (B)(6) 2018 and became hypotensive. Furthermore, the account reported that the patient also had pleural effusion on (B)(6) 2018. Thoracentesis was performed with bloody pleural fluid withdrawn. (B)(6), was returned assembled with the pump cable severed approximately 9¿ from the pump housing. An additional 3 distal segment of the pump cable was also returned which included the in-line connector and in-line connector bend relief of the pump cable. The modular cable was returned intact and connected to the distal end of the pump cable via the in-line connector. The sealed outflow graft was returned attached to the pump cover outlet port with the bend relief properly engaged to the graft attachment. The apical cuff was returned detached from the device. Evaluation of the inflow and outflow cannulas did not reveal any developed depositions or thrombus formations. Upon disassembly of the pump body, examination of the blood-contacting surfaces revealed no laminated/denatured depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6), was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6), and the percutaneous lead were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 lvas IFU, is currently available. This IFU lists respiratory failure, bleeding, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction¿. Section 4 entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section 6 (under "anticoagulation") outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 patient handbook contains a section on ¿alarms and troubleshooting¿ which provides information on all system alarms and the actions associated to resolve the alarms. A section on ¿handling emergencies¿ is also provided. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This report is being submitted late as a part of the correction required for a CAPA investigating repeated late submissions of clinical data to the product performance group by a single clinical safety employee. Abbott notified FDA of the pending late reports related to this issue. The late reports related to this CAPA are expected to be submitted. Brand name, UDI #: the heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 60 days. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported event could not conclusively be established through this evaluation. Additionally, the reported low flow alarms could not be confirmed based on the retrieved log files. (B)(4) was returned assembled with the pump cable severed approximately 9¿ from the pump housing. An additional 3¿ distal segment of the pump cable was also returned which included the in-line connector and in-line connector bend relief of the pump cable. The modular cable was returned intact and connected to the distal end of the pump cable via the in-line connector. The sealed outflow graft was returned attached to the pump cover outlet port with the bend relief properly engaged to the graft attachment. The apical cuff was returned detached from the device. Evaluation of the inflow and outflow cannulas did not reveal any developed depositions or thrombus formations. Upon disassembly of the pump body, examination of the blood-contacting surfaces revealed no laminated/denatured depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(4) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that on (B)(6) 2018 the patient experienced low flow alarms and became hypotensive with low mean arterial pressures. The lvad flow decreased and chest compressions were started. Epinephrine drip was increased and then the lvad speed was decreased. The flow then increased and the patient regained pulsatility with increased maps. Bilevel positive airway pressure was (bipap) increased. On (B)(6) 2018 care was withdrawn and the patient expired. The cause of death was reported to be respiratory failure, but no information was provided to rule out the lvad or lvad therapy as a contributing factor.